Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, moderate calcification and 99% stenosis. The lesion was pre-dilated using another company's 2.25 x 15 mm balloon catheter. A 2.25 x 15 mm mini vision was expanded; however, the stent delivery system (sds) ruptured at 8-10 atm. Post-dilatation was done using another coronary dilation catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, anatomy, calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Without a returned device to examine, no conclusive root cause for the reported balloon rupture can be determined.